Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation on (B)(6) 2007 with concurrent colporrhaphy, paravaginal defect repair, posterior colporrhaphy, sacrospinous ligament fixation and enterocele repair to treat prolapse, vaginal eversion and mixed incontinence. Post implantation the patient experienced pain, infection, bleeding and urinary/bowel problems. On (B)(6) 2012 the patient underwent mesh removal/revision with concurrent posterior colporrhaphy, rectocele ii repair, cystoscopy, and coaptite due to ¿original mesh had ruptured,¿ symptomatic rectocele, recurrent, vaginal vault prolapse and stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-07921 and medwatch 2210968-2012-07923. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.